Manufacturer narrative:
A quote was provided to the customer. The quote was not accepted; therefore, the case was closed. No service was provided; no further information was available. The product malfunction was unable to be confirmed because the customer is considered to have refused service. The problem has not been reported again for this device. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the non-invasive blood pressure measurement values were unstable. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.